Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific device failure or patient injury was alleged. The medical records provided included the patient's implant operative report and implant tracking log only. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2003 - the patient was diagnosed with a cystocele and stress urinary incontinence. The patient underwent a pubovaginal sling suspension using a bard flat mesh and a non-bard davol "vesica press in mini kit." The attorney alleges the patient experienced unspecified adverse patient outcomes associated to use of the device.